Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a ureteroscopy, an ngage nitinol stone extractor was found damaged and unable to open or close as intended. Another basket was used to complete the procedure. The product did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and a functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation in an opened packaging. Device damage was visible. The handle was in the open position, and the basket formation was in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. A function test determined the handle did not actuate the basket formation. The basket sheath was partially separated at the distal end of the support sheath. Braiding was observed coming loose from the basket sheath, which was curved at the point of separation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot which was determined to be unrelated to the subject of this report. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product specification for the ngage nitinol stone extractor nge-022115 was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which states the following: ¿suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place.¿ based on the available information, cook has concluded that a cause for the observed sheath damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a ureteroscopy, an ngage nitinol stone extractor was found damaged and unable to open or close as intended. Another basket was used to complete the procedure. The product did not make patient contact. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.